Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in a follow-up call on 02-mar-2021. Customer stated that on (B)(6) 2021, she tested her blood glucose (on the old meter) and she kept getting hi. Customer stated that she fell, due to feeling weak and her son picked her up and took her to the hospital. Customer does not know what her blood glucose was when she got to the hospital. Customer advised that she was in the hospital about 3-4 days (could not recall the exact dates) so was unable to provide ccr with a discharge date. Customer advised that all her medications were changed but did not disclose what medications were changed. Since being released from the hospital, customer advised that she is doing much better and since her medications were changed, she is testing within the 150 mg/dl range. Customer also stated replacement products resolved initial concern and is comfortable with the results.

Event description:
Customer initially reported complaint on (B)(6) 2021 for e-5 error. At the time of the call the customer had felt well and did not report any symptoms. Medical attention was not reported as a result of the actual blood glucose results. The customer had not been using the proper testing technique (alcohol). During the call, a blood test was performed by the customer and produced e-5 error using true metrix air meter. The product is stored according to specification; the test strip lot manufacturers expiration date is 05/21/2022 and open vial date is (B)(6) 2021. During follow-up call on 03/02/2021, the customer reported that on (B)(6) 2021 she had obtained blood glucose test results of hi using the true metrix air meter. Customer stated due to feeling weak she had fallen and that her son had taken her to the hospital. Customer did not recall what her blood glucose was when she got to the hospital. Customer stated she had been hospitalized 3-4 days (could not recall the exact dates). Customer stated that all her medications were changed but did not disclose what those medications were. Customer stated since being released from the hospital, she is doing much better, and since her medications were changed, she is testing within the 150mg/dl range.